Event description:
Ethicon ats45 articulating endoscopic linear cutter stapler failed to fire on the third load during surgical case. Discarded the instrument and got out a standard clip applier and controlled the last centimeter or less of the tissue. No harm to the patient.